Event description:
On (B)(6) 2013, the reporter contacted animas alleging a call service alarm issue. The reporter stated that the issue resolved after the pump was manually rebooted and the cartridge and infusion set were replaced. There was no reported adverse event associated with this complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.